Event description:
The customer reported being hospitalized for mild diabetes ketoacidosis. The blood glucose reading was 484mg/dl. The customer was treated with insulin drip and fluids. The customer stated that when the cannula was removed, it was bent. The customer stated that her blood glucose was high during the day, and by the time she got off work, she was ill. The customer stated that the nurse did some troubleshooting at the hospital and determined that the high blood glucose was due to the bent cannula. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.